Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed hard drive failure with the computer. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A site representative reported that the system was displaying an srm failure which result in it shutting down. No patient was present during the time of the reported incident.